Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. Also the pacing impedance has been slightly increasing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).